Event description:
It was reported that patient underwent total knee arthroplasty in 2008. Subsequently, the patient developed a superficial infection and was revised at approx 3 months later to remove, and replace tibial bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification shows that lot release in 2007. There are warnings in the package insert that state that this type of event can occur.